Event description:
It was reported, by to the patient's daughter, the patient experienced several postoperative complications not related to her valve including pneumonia, low wbc requiring 2 units of platelets, and spent 22 days in the hospital. In july of 2004, the patient was seen and told her valve did not sound right and she was transferred to another hospital. The valve was explanted and according to the daughter the surgeon found that 3/4 of the sutures had detached. She said the surgeon reported there was nothing wrong with the valve except that it was too small for the annulus. No infection was observed. A 21 mm tissue valve was implanted. The patient expired in 2004.